Event description:
Reference number (B)(4). Event occurred in canada. On 14-july-2024, it was reported that the patient encountered infusion set occlusion at site event. Patient replaced infusion set and resumed insulin successfully. No further information available.